Event description:
The remstar pro c-flex+ device was returned to a third-party for service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle degradation inside the blower kit and dust contamination. The blower foam was degraded. The device also displayed error code e031 (err_motor_vbus_high_bloewr_off). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.